Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the rf head was unable to successfully interrogate devices, the cable has internal twists and operates intermittently when flexed.

Event description:
It was reported that the radio frequency (rf) head was not able to successfully interrogate during a device check. The head was changed out and the interrogation was successful. The rf head was returned for service. No patient complications were reported as a result of this event.